Event description:
On (B)(6) 2012, the surgeon performed a right si joint fusion using three ifuse implants. The pt did not have significant improvement of her symptoms. A CT scan showed that the implants were not fully seated in the sacrum. On (B)(6) 2012, the surgeon performed a revision surgery to impact the two proximal implants 5 to 7 mm further across the joint and into the sacrum. The third implant was removed as the surgeon thought it was too distal. The surgeon was of the opinion that the implant was too short and would not adequately engage the sacrum even if impacted an add'l 5 to 10 mm. The pt had no complications during or after the revision surgery.

Manufacturer narrative:
Based upon the complaint info and investigation, as well as review of the surgeon training manual, certificate of conformance and fmea, the root cause is improper placement of the implant.